Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735740 (lot: 1.2.0); h3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site took a 2d long spin and the accuracy was checked and passed. They discovered that t12 was placed medially, when they took a confirmation spin and pulled it out. Mva multiple fracture levels t11-l3. Patient lost motors on right hand side but had sensation and doing pt to regain function. This resulted in a surgical delay of less than one hour.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the amount of inaccuracy was roughly 3 millimeters.

Event description:
Additional information was received stating that on (B)(6) 2023 the patient was in a motor vehicle accident and walked approximately one mile to his home before seeking help. The patient went to the hospital where they had no neurological deficits upon presentation. The patient had lower back patient with intermittent spasms as well as right ankle pain and left forearm pain. The scans revealed a closed fracture of the vertebrae at the l1 and l2. The MRI showed "acute traumatic fractures of the l1 vertebral body and posterior elements, and l2 vertebral body." The health care professional (hcp) recommend a spinal surgery, specifically t11-l3 percutaneous fixation and fusion with open reduction of the fractured bones, using neuromonitoring, intraoperative scanning and the navigation system. The hcp first noticed a problem when attempting to insert at l1 on the right site. They began with the same procedure as they used on t11 and t12 by using a navigated drill to cannulate the proximal portion of the pedicle and then attempting to insert the integrated screw, but they noted the screw changed directions at the distal end of the screw trajectory. They thought the change of direction was due to the fractured pedicle, and they removed the screw. The hcp checked the accuracy of the instruments and confirmed using the bolt at l4. The hcp began the process on the left side of t11 when they breached the bone with a navigated drill and then cannulated the screw trajectory with the tap. The patients heart rate dropped and the neurological monitor signals decreased. The removed the tap and did not move forward with placing the screw at t11. The scans revealed that the previously placed screw at t11 had breached medially. The hcp removed the screws at t11 and t12 and decided to start over from the caudal end of the intended construct. After using the tap to cannulate the trajectory the patient's heart rate dropped and his neuromonitoring signals decrease. The hcp removed the tap and their heart rate increased. The scans showed the screw at t12 on the left "breached medially". When the surgery concluded the patients neuromonitoring remained significantly abnormal. Scans confirmed that the screw placed on the left at t12 and the tap inserted on the left side of t11 went into the patient's spinal canal. It was noted that the navigation system functioned properly throughout the surgery.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.